Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the hospital due to vibration alert for elective replacement indicator (eri), noise oversensing on the lv lead was observed. Lead damage was suspected. Lead revision was suggested. The patient was stable.

Manufacturer narrative:
This report should not have been reported as a medical device report (MDR) as this product is not sold or distributed in the us.